Event description:
During preventative maintenance of the device, the filed service representative reported that during maximum speed "no load," the rpms were erratic ((B)(4)). Since the event occurred during preventative maintenance, there was no patient involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.